Event description:
It was reported that: "surgeon thought screw was backing out. During surgery surgeon noticed the post on insert had broken."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.